Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: partial endograft removal preserves the aortic walls during delayed open conversions of endovascular aortic repair marone et al, ann vasc surg 2020; 67: 546¿552 https://doi.org/10.1016/j.avsg.2020.02.024. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients during unknown evar procedures on unknown dates. The following adverse events were reported: nosocomial pneumonia and open conversion with partial endograft removal. The cause of the events are undetermined.